Manufacturer narrative:
Date of event was reported as both (B)(6) 2018 and (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, that reported the patient contacted them and stated that their implantable neurostimulator (ins) was exposed to air. Patient compliance issues during the test and that they went into the pool were noted as factors that may have led to the issue. The patient was implanted for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. No diagnostics or troubleshooting had been performed so far by the manufacturer (only the surgeon). Surgery was to be performed to remove the device (not scheduled yet) after the patient sees the surgeon on follow up. Additional information from the hcp (via the manufacturer¿s representative) reported that the patient was seen and had serous fluid drained from the site of the implantable neurostimulator (ins). This was tested for bacteria. Patient compliance was noted as a factor that may have led to the issue as they had done several changes of the dressing and may have gone swimming during the course of their trial. Relevant medical history included urinary dysfunction due to external complications. The issue was reported as not resolved at the time of report and the patient was following up with the physician. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the patient was seen in the office. It was noted that 12 days post-op, the patient, for the first time in 3 years, was totally continent with their bowel movements and had normal, hard stools rather than liquidy, soft stools. Post-op, the wound dressing was changed 2-3 times by the patient¿s boyfriend (who was a general surgeon). On the 14th day post-op, when the dressing was opened, the physician saw a small hole on the incision site where they ¿poked a q tip¿ on it and the incision popped open and blood clots/hematoma came out (evacuated) with no pus noted. The doctor opened the wound/cleaned the wound (under sterile conditions) and closed the incision using nylon mattress sutures. The patient was started on levaquin 740 ml daily. The patient then came to the physician¿s office on sept. 10, 2018 where for discussion. It was noted that the skin was intact with no drainage or redness. The patient was happy with continent of stool and had normal bowel movements. Infection, foreign body, and device removal options were reviewed with the patient. It was reported that the patient was satisfied with the therapy results and had no pain, fever, or drainage and wanted to keep the device implanted. The physician wanted to keep the device for another week or so and play if by ear. It was also reported that there was no nocturia, day time urinary frequency (every 2 hours), burning on urination, gross hematuria,urinary urgency, urinary hesitancy, weak stream of urine, post-void dribbling, urinary incontinence, pelvic pain, fever, nausea, vomiting or constipation. There were no further complications reported or anticipated.